Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a touch contamination on the transfer set while performing therapy. The patient was hospitalized for the event. On the same day as hospitalization, the patient began treatment with vancomycin for six days (dosage and route not reported). On an unreported date, the patient was retrained on proper aseptic technique. After six days of hospitalization, the patient was discharged and was recovered from the event. Dianeal therapy was ongoing. No additional information is available.